Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
It was reported that the pt showed signs of returned/increased spasticity in spite of dose increases. The pt did not show signs of clinical withdrawal. A dye study was performed and no obvious catheter issues, including kinks or fractures, were revealed. The physician ordered a pump and catheter replacement. The pt remained in observation until (B)(6) 2011. The pt returned home with good spasticity control. It was later reported that a catheter aspiration was attempted on (B)(6) 2011, and they were unable to aspirate any fluid. Drug infused via the pump was lioresal, 500mcg, 100mcg/day.

Event description:
Additional information: the patient 'went through withdrawal 4 times in 9 days'. The patient fell but protected himself when he fell. Following a refill on (B)(6) 2011, the patient noticed therapeutic benefit was not as good. The patient 'deteriorated' and on (B)(6) 2011 experienced the first withdrawal. The patient was hospitalized. After discharge from the hospital, the patient returned 48 hours later due to withdrawal occurring again. The hcp 'tried everything' and could not determine why the patient was going through withdrawal. The hcp concluded the pump was malfunctioning. A dye study was performed; no leaks were noted but there was a lot of resistance noted by the hcp. Since the pump and catheter replacement (performed (B)(6) 2011 as reported previously), the therapy was 'working fine'.